Event description:
It was reported that the pt presented to the clinic for pulse generator changeout. During interrogation the device presented backup vvi operation and there was no attempt to restore the device to nominal settings. The device was explanted and replaced for eri.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.